Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was in maintenance mode and unable to turned on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen recovery. The field service engineer (fse) replaced the sata cable, but issue persisted. Then the fse reimaged the station, and the curved package was pushed to synchronize the station. The fse also deployed the antivirus, wsus, and maintenance packages and verified that the station came online successfully. The customer logged into the station and performed testing. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was in maintenance mode and unable to turned on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.